Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported the panel's label is fuzzy. There was no report of patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
Philips received a complaint on the 866199 dfm100 indicating that the sticker number on the panel is fuzzy and coming off the device. The device was not in clinical use at the time the issue was discovered. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.